Event description:
It was reported that the pt underwent surgery on (B)(6) 2008, for the treatment of pelvic organ prolapse. During the procedure, a pelvic floor repair mesh and a sling were placed into the pt's body. The pt experienced multiple complications including erosion, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device associated with this event is not known. The following are possible devices: prolift pelvic floor repair, tension free vaginal tape.